Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia and hyperglycemia. The customer¿s blood glucose value was 35 mg/dl and blood glucose was over 200. Customer decline to troubleshooting for high or low blood glucose because they know why they had high, because they over treated for low blood glucose. The insulin pump will not be returned for analysis.